Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that there were large air bubbles in the reservoir. The caller did not have the insulin pump at the time of the call, so troubleshooting could not be done. Blood glucose level at the time of the incident was 497 mg/dl. The insulin pump was not replaced or returned for analysis.